Event description:
Omnipod 5 showed 41 units of insulin on board without instruction or detailing in the history when it was given. By chance I saw that my daughter had 41 units of insulin on board as I had asked her to check. There is no alert for too much insulin delivery. We didn't know if the insulin delivery was real or if the number was showing erroneously. We called omnipod to get verification. They did not give an answer. As advised to remove the pod. During the course of the night it appeared that the insulin had in fact been delivered as my minor daughter was suffering serious lows. She did not feel well at all, nausea, dizziness, pale skin, racing heart, hot skin, feeling hot and had to keep being treated with food to attempt to raise the blood sugar level which was being attacked with too much insulin. As the pod had been removed under omnipod's instruction there was no way to tell how much insulin was on board and therefore could not use that as a measurement for treating. Between the hours of 10:30pm to 4am we had to keep treating the serious lows (under 40). From 4am onwards my minor daughter's blood sugar level started to trend upwards above normal range and therefore that had to be treated also. Issues: omnipod insulin delivery too high omnipod insulin delivery not delivered according to predefined measurements. No record in the history of high insulin delivery. No alert that insulin delivery was out of the normal scope of delivery. Omnipod were unable to advise if insulin on board was an accurate number or an error. Omnipod advised to remove the pod resulting in unknown amounts of insulin on board and therefore more difficult to treat. These issues result in serious life-threatening situations.